Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 1.1 had failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.1 hardware failed, and it was not detected on bus. The field service engineer (fse) had found that all drawers had failed and were not detected on the bus in both the main and auxiliary units. The fse had replaced the pyxis bus cable and verified functionality through diagnostics, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.